Manufacturer narrative:
(B)(4). Batch # p5862j. Device evaluation: it was reported that the stapler could not fire. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Rectum cancer. Who fired the device and what is his/her experience? Experienced. Was it able to be confirmed that the anvil was completely attached? Yes. Was the device difficult to close? No. Where in the green tissue compression scale was the indicator located prior to firing? Yes. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes. Was the device difficult to fire? No. Did the device staple at all? If so, please describe the shape of the staples. No. Did the device cut at all? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Unknown. Was the washer inspected? If so, please describe. Unknown. How was the procedure completed (another device or another technique)? Another device. Is creation of a temporary ileostomy part of the surgeon¿s normal routine or was there a special cause for the ileostomy? As the surgery changed to low rectum surgery, considering safety, created temporary stomy. What is the current status of the patient? Stable and in hospital now.

Event description:
It was reported that during the high rectal surgery, after squeezed down the firing trigger, no blade and no staple. Changed the surgery to low rectal surgery, created a temporary ileostomy. The patient is stable and in hospital now.